Event description:
The customer contact reported the device door roller was broken. The device was returned to the biomedical department for a report of does not function/broken. No specific patient info, pump programming, or event details were provided. There were no reports of adverse patient events or delays in critical therapy while the device was in clinical use. During testing at the user facility, it was noted that the device door roller was broken. No add'l info was provided.

Manufacturer narrative:
Testing and investigation found that the device door roller was broken. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.